Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction after 10 days of wearing an adc freestyle libre sensor, with symptoms described as ¿fire red quadrant-like rash and little itching¿ at the insertion site. On (B)(6) 2019, the customer had contact with a doctor who prescribed hydrocortisone cream for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported experiencing an adverse skin reaction after 10 days of wearing an adc freestyle libre sensor, with symptoms described as ¿fire red quadrant-like rash and little itching¿ at the insertion site. On (B)(6) 2019 the customer had contact with a doctor who prescribed hydrocortisone cream for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination) no errors observed. The sensor plug was properly seated in the mount. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured and no abnormalities were found and the investigation showed all processes were effective